Event description:
The pt was being fed using a pump. 500 ml of an enteral feeding solution was hung, and the pump was set to deliver 45 ml/hr. 400 ml were delivered in one hour. Following the event, the pt experienced coughing, choking and diarrhea. There was no illness, injury or medical intervention resulting from the event. One pt involved.